Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event and patient's weight is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000094594.

Event description:
It was reported that during a normal eol ipg replacement surgery, one lead was cut and left implanted in the patient. Effective therapy was restored post operatively. It is unknown which lead was cut.